Event description:
The complaint is reported as: "it was difficult for the user to inflate the cuff due to resistance. It was found at the cuff check before use."

Manufacturer narrative:
A device history record (DHR) review was performed and it was found that the lot number reported was one of the lots identified to have an issue with a valve supplier by (B)(4). The sample was not returned for evaluation; however, a photograph was rec'd. From the photo, it was observed that the cuff was difficult to inflate. No other defects were noticed. The complaint could not be confirmed as the sample was not returned. Based on the lot number reported, however, it was found that this was one of the lots that was identified to have a valve issue. A supplier corrective action (B)(4) was issued to the valve vendor and a CAPA (B)(4) was opened to address the issue with the valve.